Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after starting ilet therapy the user experienced persistent hyperglycemia while the system delivered high insulin volumes, with no visible infusion set issues or insulin leakage and a current blood glucose of 140 mg/dl after a peak of 226 mg/dl over about 8 hours. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute clinical effects. Outcomes included no medical intervention, no backup therapy use, and no ketone testing, with concern for accelerated consumption of insulin and supplies. Investigation included troubleshooting and education with review of ilet data indicating elevated insulin delivery concurrent with high glucose values. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device alarms or infusion set malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.